Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic colposuspension, the tip of the ultrasonic surgical device fell into the patient's body. The tip was retrieved successfully and the procedure was completed with a similar device. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR and and the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h7 and h9. Corrected fields: d3: the correct registered site is brooklyn park, not aomori. The registration number is 3011050570 and g1 have been corrected accordingly. D4 lot#, d4 - primary UDI number and h4 were also corrected. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad is split. A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the results of the investigation and the past similar cases, it is likely the reported phenomenon occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.